Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation and additional information received through investigation. The following sections of this report have been updated: additional information added to a2, corrected h.6 component codes, h6 type of investigation, h6 investigation findings, h6 investigation conclusions. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Post-procedural imagery was provided for review and the following was observed: burst inflation balloon observed. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions for use/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The balloon burst event was confirmed by the imagery provided. An existing technical summary by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigation's in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) may have contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 26mm commander delivery system balloon burst during deployment of a 26mm sapien 3 ultra resilia in the aortic position. An additional, two ccs had been added to the deployment balloon and inflation technique was slow. The balloon ruptured, due to calcium on the left ventricular outflow tract. The valve was only partially inflated, but stable. And the patient's hemodynamics were stable. The delivery system was removed without issue. And a non-edwards balloon was used to post dilate the valve. There was no injury to the patient. And the patient was discharged the next day.

Manufacturer narrative:
Investigation is ongoing. H3 other text: device was discarded.